Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Tibia impactor was broken while impacting the tibial implant.

Manufacturer narrative:
Examination of the returned impactors confirms the reported device fractures. The impactors are broken along the slot that connects with the universal handle. Visual examination found some scratches and gouging on the flat portion of the impactors. A complaint database search found additional complaints against this product code that when confirmed, the root cause was attributed to misuse/user error due to mis-alignment. Based on the performed investigation, the root cause is misuse/user error through mis-alignment. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.